Event description:
Piece of guide wire broke off-distal tip and was retained within the arterial vessel during angio procedure of the lower extremity-the surgeon determined that there was no way for them to remove the fragment and it was safe to leave it within the vessel. Patient was discharged home the next day and will be followed up for normal post surgical motoring. FDA safety report ID # (B)(4).